Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not recognize the attached quickcombo pads/cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined the therapy cable connector which was mechanically detached from the inside connector mount caused the reported issue. The device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device does not recognize the attached quickcombo pads/cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.